Event description:
(B)(4).

Manufacturer narrative:
The device was received by resmed technical service in (B)(4). The investigation could not duplicate the customer issue. A review of the device log did not show any system errors. The investigation concluded that the device was operating as designed. The device was returned to the customer. (B)(4).